Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined. Additionally, the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016 a 2.5x12 mm xience alpine stent was implanted in an unspecified artery. On (B)(6) 2016, the patient was re-admitted for unspecified cardiovascular symptoms and surgery was performed as treatment. Additionally, the patient had a right carotid occlusion requiring a vascular stent. The patient was discharged to home. No additional information was provided.